Manufacturer narrative:
Concomitant medical products: braun caresite luer access device; td (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking and difficulties connecting tubing to the needleless connector causing discomfort to the patient. There was no patient harm.